Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence and atrophy, which was identified through a computed tomography (CT) scan. A surgical procedure was performed to remove the aus, during which fluid leakage from the balloon was discovered. However, upon testing the components, the source of the leakage was confirmed to be in the cuff. A new aus was implanted. Additionally, the physician determined that the cuff had been slightly too large for the patient at the time of initial placement. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence and atrophy, which was identified through a computed tomography (CT) scan. A surgical procedure was performed to remove the aus, during which fluid leakage from the balloon was discovered. However, upon testing the components, the source of the leakage was confirmed to be in the cuff. A new aus was implanted. Additionally, the physician determined that the cuff had been slightly too large for the patient at the time of initial placement. No additional patient complications were reported.

Manufacturer narrative:
Correction to field d1: brand name. Correction to field d2a: common device name. Correction to field d2b: pro code (product code). Concomitant product UDI for pump is (B)(4). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, a media inspection was performed and include enough information to confirm the cuff fluid leak. Additionally, the reason for atrophy, incontinence urinary, fluid leak, length too long was determined to be due to a measurement error during the original implantation procedure. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.